Event description:
The reporter stated the surgeon inserted a aa4203tl. Toric optic silicone single piece lens. Stated the lens was removed due to lens tear. There was no pt injury. Another same model and size lens was implanted. Reporter stated this event was due to loading error. The lens was not folded properly during the loading process.

Manufacturer narrative:
(B)(4): eval: results: visual inspection of the returned product found the lens was returned in two pieces. Optic torn almost in half. One plate haptic and piece optic is torn off and missing. There was evidence of clear surgical residue. Conclusions: (user error caused event) - based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).